Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue of IV set loading. The device continually recognizing guide #1 as always loaded, immediately acknowledges guide #4 as loaded upon loading tubing in guide #3. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum infusion pump had an issue of IV set loading. The device continually recognizing guide #1 as always loaded, immediately acknowledges guide #4 as loaded upon loading tubing in guide #3. This occurred during programming/setup in the operating room. There was no patient involvement. No additional information is available. The device was received for evaluation. During functional testing, the reported problem of 'door not fully latched' was not reproduced. A review of the event history log (ehl) revealed door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper hook switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.